Manufacturer narrative:
This report is filed may 23, 2016. The implanted device remains.

Event description:
It was reported the patient developed an infection at the magnet site. The implanted device remains.

Manufacturer narrative:
Per the clinic, the patient did not have an infection as previously reported.